Event description:
It was reported that the customer received a button error alarm. Troubleshooting was performed. The blood glucose reading was 160mg/dl. During the call, the caller mentioned that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The mother stated that the customer was vomiting and was treated with a bolus while being at the hospital. The mother stated that there is something wrong with the device and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The insulin pump was received with missing end cap sticker. Further testing was not performed due to the error alarm.